Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed a system setup test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed to be due to the active exhalation control module. The engineer replaced the active exhalation control module valve to resolve the issue. The device passed all final testing. The original 3 way solenoid valve and proportional valve were sent to the philips investigation lab (pil) for further evaluation and pil was unable to confirm the failure of the proportional valve. Pil concluded that the proportional valves operated as designed. Pil was able to confirm the failure of the solenoid valve, however they were unable to conclude if the failure was caused by internal contamination or the observed physical damage.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a system setup test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed to be due to the active exhalation control module. The engineer replaced the active exhalation control module valve to resolve the issue. The device passed all final testing. No further investigation is required.